Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the helix of the lead would not extend. The physician attempted over twenty rotations without extension. The lead was removed from the patient and successfully extended on the sterile table. The physician did not use the lead and requested a new lead to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.